Manufacturer narrative:
The reported event of unacceptable capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited high capture threshold. The lead was not used and replaced during the procedure. The patient was stable.